Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not working correctly. Caller stated that the customer had to restart the insulin pump several times to be able to prime. Caller stated that the insulin pump was under delivering, alarming no delivery and the esc button was sticking. Nothing further was reported.